Event description:
It was reported that this right atrial (ra) lead was suspected of lead dislodgement as the patient thought of receiving shock therapy. Boston technical services referred the patient to physician. As of this time, this ra lead remains in service. No adverse patient effects were reported.